Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. After the expiratory valve coil was replaced the ventilator passed pre-use check. An inspection of the returned expiratory valve coil did not show any anomalies. The coil shaft slid easily. Electrical measurements showed that the valve coil was electrically functional. The evaluation of received device logs confirms failed pressure transducer and expiration valve tests. When tested in the reference ventilator, pre-use check and several pressure transducer and expiration valve tests passed. Simulated use test ventilation ran for two hours without issues. The reported fault may be related to the expiratory cassette. It is possible that the reported issue was resolved by performing the actual repair, but this could not be confirmed. A malfunctioning expiratory valve may lead to inadequate ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The conclusion in this matter is that the reported pre-use check test failures could be confirmed in received device logs but not reproduced during the laboratory investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).